Manufacturer narrative:
(B)(4). Concomitant medical products: unknown item # unknown head unknown lot #, unknown item# unknown liner unknown lot #. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03331.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient will undergo a revision on an unknown date due to polywear; additional information requested and no further information available at this time.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Patient underwent revision due to polywear. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. X-ray review asymmetric lateral positioning of the femoral head within the acetabular cup suggesting polyethylene wear. Possible lucency along the superior acetabulum, with significant lucency also seen along the proximal femur involving the greater trochanter and lesser trochanter, suggestive of osteolysis. A root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple supplemental reports submitted for this complaint: 0001825034-2018-03331-1. Product not returned.